Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic para esophageal hernia repair, the needle broke off in the muscle during the case . It was determined that dissecting to retrieve the needle would cause more trauma. An x-ray was performed post op in the or.